Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sl0115. The alleged event occurred on the 4th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image/video investigation required as no image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable. Field is not applicable because the product is not implantable. Information for the fields is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure on an unspecified date, the fenestrated bipolar forceps instrument was found to be defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer on (B)(6) 2020 and (B)(6) 2020; however, they were not able to provide additional information regarding the event.